Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that most contacts on the lead had high impedances. The system was interrogated, and x-rays show that both tails of the paddle lead did not appear to be fully inserted into ipg header. Surgical intervention was undertaken on (B)(6) 2024 wherein both tails of the lead were re-inserted into the ipg header, and the lead impedances were cleared. No devices were explanted. Therapy was restored post-op.